Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a 1+ positive result with anti-a of ih-card abo/d(dvi-)+rev.a1, b. The customer stated that patient was previously tested as blood group o. Furthermore the customer stated that patient was originally blood group a and received a group o transplant and did receive group o red blood cells. At that time the patient was tested as blood group o. Customer did not provide any further information, also no information regarding the day of event. The customer returned neither the supposedly defective lot nor the patient sample that had caused the positive result with anti-a. Due to the lack of information no investigation could be carried out at our quality control laboratory. And because of the missing lot information a review of the batch record documentation of the supposedly defective product was not possible. An internal quality notification will be opened because of the delayed reporting.